Manufacturer narrative:
Argus case: (B)(4).

Event description:
Abdominal pain upper [gastralgia]. Haematemesis [haematemesis]. Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of gastralgia in a (B)(6) year-old male patient who received double salt dental adhesive cream (new poligrip sk) cream for denture wearer. Concurrent medical conditions included denture wearer. On (B)(6) 2021, the patient started new poligrip sk. On (B)(6) 2021, 1 days after starting new poligrip sk, the patient experienced gastralgia and haematemesis (serious criteria gsk medically significant). On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the gastralgia, haematemesis and accidental device ingestion were unknown. It was unknown if the reporter considered the gastralgia, haematemesis and accidental device ingestion to be related to new poligrip sk. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]: on (B)(6) 2021, when the patient used new poligrip sk, the patient swallowed the denture adhesive left in the mouth. Gastralgia (seriousness criteria: non-serious) developed. A seemingly accidental event occurred as follows: the previous night, the patient experienced gastralgia and haematemesis (seriousness criteria: gsk medically significant). [Reporter's comment]: the event was seemingly accidental.